Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an inflow thrombotic occlusion in the ventricular assist device (vad) and low flow alarms. The patient reported increasing fatigue. The patient's international normalized ratio (inr) was sub-therapeutic and was bridged with lovenox. An echo showed an ejection fraction of 50% and the vad was explanted. After removal, a large thrombus was noted in the left ventricle. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p erformance of the device in relation to the reported event. The reported low flow event was confirmed via review of the controller log files which revealed a decreasing trend in power consumption and estimated flow beginning (B)(6) 2018 with intermittent suction events throughout the last 14 days of available data. 83 low flow alarms have been logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification, and visual inspection. Internal pathology report revealed no evidence of thrombus within the pump. Of note, it was reported by the site that after removal of the hvad pump, a large thrombus was noted in the left ventricle. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the low flow/suction event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.